Manufacturer narrative:
Additional contact: direct: (B)(6). Internal ext. (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable pump won't run alarm was noted and air was present in cassette tubing. No patient consequences were reported. No adverse effects were reported.